Manufacturer narrative:
(B)(4).

Event description:
Foreign distributor contacted dexcom on (B)(6) 2016 patient's behalf to report that the receiver displayed err 21 on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.